Manufacturer narrative:
The reason for this revision surgery was identified as heterotopic ossification after 11 (B)(6) of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged and required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the revision surgery. There was no delay and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this part number: one due to pain and one for dislocation. This is the first complaint for this lot number. The root cause for the heterotopic ossification was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had a total hip arthroplasty in 2001. The patient recently returned with hip pain due to osteolysis and heteroptic ossification. The head and liner were replaced and the cup and stem were well fixated and removal of osteolysis was performed.